Event description:
Reported via clinical study it was reported that thrombosis occurred. A 24mm watchman flx pro laa closure and delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. At a routine twelve month follow up on (B)(6) 2026 echocardiogram (echo) imaging showed device related thrombus. It is reported as a grade 1, partial thrombosis. There were no corrective actions or diagnostic tests associated with the finding. There was no additional information provided.